Event description:
The user facility reported a reliance endoscope processor was leaking water from the bottom and displaying a low pressure alarm. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported. No instruments were in the processor at the time of the reported event.

Manufacturer narrative:
A steris service technician inspected the unit and found the v-2 valve, located within the main water supply piping of the device, was malfunctioning. The technician replaced the v-2 valve and ran two test cycles; the unit was confirmed operational and returned to service.